Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient was seen one day post op and all measurements were within normal limits. Patient presented 2 days later to the ER with phrenic stimulation. Interrogation showed no capture and intermittent phrenic stimulation. Patients chest xray did not show any movement of the lead. Lead was repositioned successfully.